Event description:
Additional information received indicated that the patient's right ventricular (rv) lead was explanted and replaced due to noise oversensing.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion breaching the outer insulation from 21.5 cm to 21.7 cm from the connector pin exposing the outer coil proximal to the suture sleeve tie impression. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing. No intervention was performed. Patient had no consequences.